Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to g2. Based on the results of the investigation, it¿s likely the e433 was due to a defective high voltage power supply printed circuit board. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 3003724334.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s reported problem was confirmed, the unit displayed error e433 which the error was isolated to be caused by a defective high voltage power supply printed circuit board. The unit passed the physical inspection externally and internally. A review of the device history records for the affected lot or serial number without showing any non-conformities or deviations regarding the described issue. The device was manufactured according to valid instructions and met all specifications. The investigation is still in progress; however, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
The customer reported to olympus, that during a therapeutic, transurethral resection of bladder tumor case, a bang was heard, and a spark was seen around the back of the high frequency electrosurgical generator unit. The generator then displayed error e433. It was further reported that olympus electrodes and normal power settings were used. The procedure was completed with a monopolar equipment and a different generator (erbe) with a delay of 10 minutes. No death or injury and no impact to patient or other has been reported to olympus.